Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the outer insulation was breached in-vivo due to degradation. It was noted that there was blood on the distal conductor of the lead and it was obstructed. The analyst noted that there was a patch made to the outer insulation and it appears the adhesive broke and blood is visible in distal conductor. Concomitant product: addrl1 ipg implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient's right ventricular lead was demonstrating low pacing impedence. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.